Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when box of bone cement was opened, the inner package was not fully sealed. There was no patient injury and no delay in a procedure as a result of the event.